Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced progressive shortness of breath. It was reported the patient experienced pacemaker related cardiomyopathy. Oral medications were administered and adjusted and the leadless implantable pulse generator (ipg) was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.